Event description:
Implant didn't achieve osseointegration, primary stability was achieved, implant wasn't completely covered with bone, thread tap used, diabetes mellitus, smoker, immediate implantation, infection, pain, swelling, abscess, inflammation. Patient developed severe infection after placement requiring removal of implant and debridement of site.